Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Correction: d9. Additional information: h3, h4, h6, h11. The device was returned to olympus for inspection, and the ring bending direction was opposite to it's normal direction and the root of the electric cutting ring was deformed/dented on both sides. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the bending of the electric cutting ring/deformation is caused by external force bending. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the high-frequency resection electrode's fixing ring of the electrosurgical ring and optical tube was loose and deformed. The issue occurred during preparation for use. There were no reports of patient harm.